Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6), ubd: , UDI#: h3: product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on when the recharger (rtm) was plugged in. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the implanted neurostimulator is not charging. Patient stated if they move a little bit the telemetry disconnects and the charge stops. Patient reported error messages "reposition recharger", "poor recharge quality" and "system problem rm05". Patient stated the first time this started was like 3 months ago but it has started to worsen in the past month. A replacement recharger telemetry module (rtm) was sent out.